Event description:
It was reported that the surgeon was using the coblator and said the current was causing him heart palpitations when he used the wand on coblate. The physician was able to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the device was not available; therefore, a MFR and/or expiration date cannot be determined.